Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) discussed that pmt episodes stored in configured collection period appeared to be pacemaker driven which ended with algorithm appropriately. This device remains in service. No adverse patient effects were reported. Additional information was received stating this patient experienced dizziness and was admitted to the hospital due to recurrent pmt episodes. Additionally, the related right atrial (ra) lead recorded impedance measurements out of range and noise oversensing was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5. Describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) discussed that pmt episodes stored in configured collection period appeared to be pacemaker driven which ended with algorithm appropriately. This device remains in service. No adverse patient effects were reported. Additional information was received stating this patient experienced dizziness and was admitted to the hospital due to recurrent pmt episodes. Additionally, the related right atrial (ra) lead recorded impedance measurements out of range and noise oversensing was noted. No additional adverse patient effects were reported. Additional information was received stating a lead revision was performed for this patient successfully. No additional adverse patient effects were reported.